Event description:
Device report from synthese reports an event in japan as follows: it was reported that this was a plif for the spinal stenosis on (B)(6) 2023. The surgery was completed successfully without any surgical delay. On (B)(6) 2023, it was confirmed that the screw¿s cement slightly leaked into the spinal canal. Detailed symptoms and other details are unknown for now. There is a possibility of revision surgery. *remarks: (B)(4) and (B)(4) are involved with the same event. (B)(4) (synthese spine): cement (B)(4) (depuy spine): screw no further information is available. This report is for one (1) unk - biomaterial - cement: vertecem this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. This report is for an unknown - biomaterial - cement: vertecem /unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.